Event description:
Additional information received from reporter; issue occurred during testing with no patient involvement.

Manufacturer narrative:
Other text: additional information: additional information received from reporter; issue occurred during testing with no patient involvement. Device evaluation: the device was returned for evaluation. The device was given functional testing; this showed the lcd display did not work. The reported issue with the lcd was confirmed. The issue was addressed by replacing the printed circuit board.

Event description:
It was reported the display could not be read. No adverse effects reported.